Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. After discharge the pt presented with complaints of a headache which was later determined to be a leak of csf from the wound. The event was moderate in intensity. Bedrest was advised. The event resolved without treatment (date unknown). The investigator noted "idiosyncratic effect" as a possible explanation for the event.